Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of a 5 cm in diameter abdominal aortic aneurysm. It was reported that the patient returned for follow up. A CT scan revealed that the aneurx stent graft has migrated distally with a proximal type I endoleak. The physician elected to treat the patient by implanting and endurant aortic cuff and eight heli-fx endoanchors. The intervention resolved the endoleak. Per the physician, the causes of the events were related to the patient¿s anatomy, short and conical aortic neck. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.